Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self test and displacement test. Power graph analysis and long trace / formatted history files confirmed power loss, replace battery now alarms and an abnormal loaded voltage (v lith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with missing display window cover, minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm without any low battery alarm. The customer¿s blood glucose level was 125mg/dl at the time of the incident. This was the second occurrence of replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.